Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was unknown. It's unknown if troubleshooting was performed. The device is returning for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, device alarmed prime during basic occlusion test due to slightly loose drive support disk. Device received with cracked battery tube threads, missing address serial label and minor scratches on lcd window.